Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16260. It was reported that when the patient presented in the emergency room, inappropriate shocks for atrial fibrillation falling within ventricular fibrillation zones were observed. The initial shock failed due to low defibrillation impedance. The second shock successfully converted the rhythm after altering the shock configuration. Programming changes were made to alter the lead vector and the patient's beta blocker was increased. Lead replacement was discussed. The patient is stable and will be monitored.